Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the tb safety needle and syringe. The customer reports "safety shield did not lock into places and the nurse was stuck with a contaminated needle."